Event description:
Pt admitted for overdose. Pt was sedated and placed on ventilator. Alarms sounded on ventilator and silenced by staff. The water trap was disconnected from ventilator but undiscovered by staff. Pt's saturation dropped and pt respiratory arrested. The pt was removed from the ventilator and bagged. The resuscitation was unsuccessful.